Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line connector was damaged. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. A visual inspection was performed and verified the patient line was bent. Functional testing of the device found the bend in the line did not affect the functionality of the device. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; the cause was determined to be a manufacturing issue. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.